Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2015 with the following findings: a review of the pump¿s black box history showed that ¿pump not primed¿ warnings due to low force were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no defects were found to the force sensor circuit. The complaint that the pump was emitting loss of prime warnings was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the loss of prime occurred with at least three cartridges from two separate boxes within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.